Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 35-38 (mg/dl). Reportedly, customer believes that they miscalculated the amount of carbohydrates in their meal and they did not eat enough food for the bolus that had been delivered. Customer consumed juice to elevated their bg level to 127 (mg/dl). Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.